Event description:
No additional information received. Material#: unknown, batch#: unknown. It was reported by customer that the syringe was leaking the b-12 between needle & blue piece that holds the syringe in place when trying to give shot. She didn't get her b-12 shot as needed for past 2 months. Extremely tired. And waste of product we paid for b-12 vials themselves & syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Since the syringe was leaking the b-12 between needle & blue piece that holds the syringe in place when trying to give shot. She didn't get her b-12 shot as needed for past 2 months. Extremely tired. And waste of product we paid for b-12 vials themselves & syringe.

Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. Device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: unknown. Batch#: unknown. It was reported that the bd syringe leaked. The following information was provided by the initial reporter: "since the syringe was leaking the b-12 between needle & blue piece that holds the syringe in place when trying to give shot. She didn't get her b-12 shot as needed for past 2 months. Extremely tired. And waste of product we paid for b-12 vials themselves & syringe.".